Manufacturer narrative:
Date of event: the date of event is unknown. Boston scientific became aware of the event on 10 october 2019. A date of (B)(6) 2019 was entered in the event date field to indicate that the event occurred on an unknown day in (B)(6) 2019.

Event description:
It was reported that difficulty removing a balloon and a rip in a balloon occurred. A 7.0 x 100, 75cm mustang balloon was advanced to the target lesion, but was impossible to recover the balloon from the introducer. After extracting the whole assembly, it was noticed that the balloon was ripped inside the introducer. No patient complications were reported in relation to this event.

Event description:
It was reported that difficulty removing a balloon and a rip in a balloon occurred. A 7.0 x 100, 75cm mustang balloon was advanced to the target lesion, but was impossible to recover the balloon from the introducer. After extracting the whole assembly, it was noticed that the balloon was ripped inside the introducer. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: the date of event is unknown. Boston scientific became aware of the event on (B)(6) 2019. A date of (B)(6) 2019 was entered in the event date field to indicate that the event occurred on an unknown day in (B)(6) 2019. Device evaluated by MFR: a mustang 7.0 x 100, 75cm was returned for analysis. A visual and microscopic examination identified a complete balloon circumferential tear 1mm distal from proximal bond. The rated burst pressure as per the print on the hub is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified shaft stretching and kinking in multiple locations. A visual and tactile examination identified no damage to the tip. The investigator was unable to remove the device from the 5fr introducer sheath due to the condition of the device. The 5fr introducer sheath is compatible with this device. No other issues were identified during the product analysis.